Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy, but had not sought further help.

Event description:
It was reported that the patient had not used the stimulator for about 3 months after she had it implanted. It was noted that the patient was having ¿some issues¿ about a month after implant with the stimulator and she contacted her manufacturing representative for an adjustment. It was noted that the patient¿s device was not adjusted and she didn¿t make an appointment with the clinic because ¿it was making her fibromyalgia worse.¿ it was noted that the patient was going to make an appointment to have it taken out. It was noted that the patient¿s hip was getting better and she wanted to change it. It was noted that the patient¿s hip was fine and that was what they put the implantable neurostimulator (ins) in for, but after she turned off the ins she didn¿t have any issues. It was noted that when it was on, she was ¿in misery because it affected her fibromyalgia.¿ it was noted that the patient had a follow up appointment right after the implant to adjust the device and then after that she did not have any follow up.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).